Manufacturer narrative:
(B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in needle went through the catheter. The following information was provided by the initial reporter: material no: 381511, batch no: 0265013, unknown. It was reported bd catheter splintering on insertion, needle penetration painful, threading difficult. Verbatim: there have been 5 nurses who have formally identified their issues with the catheters. I have been told that there are other staff members who have been having issues, however, have not formally informed anyone about it. Below is some of the descriptions that have been shared with me: the catheter is hard to cannulate the skin ¿ ¿almost as the skin is tough and I know it is not.¿ ¿I meet resistance if I need to reintroduce the needle into the catheter.¿ ¿it doesn¿t seem to thread right.¿ ¿it doesn¿t feel right when I puncture the skin.¿ ¿when I pull it out the catheter is splintered or torn.¿ as I mentioned in previous emails, the nurses are experienced at inserting piv¿s in neonates (1 PICC nurse), so I do not think it is their technique. I simulated starting a piv and met resistance upon reintroducing needle. It felt like the needle was rubbing against sandpaper from the end of the metal part inside the yellow plastic hub to about 1 cm beyond, and then the sheath felt smooth (normal). After reintroducing the needle only once the sheath immediately splintered.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in needle went through the catheter. The following information was provided by the initial reporter: material no: 381511 batch no: 0265013, unknown it was reported bd catheter splintering on insertion, needle penetration painful, threading difficult. Verbatim: there have been 5 nurses who have formally identified their issues with the catheters. I have been told that there are other staff members who have been having issues, however, have not formally informed anyone about it. Below is some of the descriptions that have been shared with me: ¿ the catheter is hard to cannulate the skin ¿ ¿almost as the skin is tough and I know it is not¿. ¿ ¿I meet resistance if I need to reintroduce the needle into the catheter¿. ¿ ¿it doesn¿t seem to thread right¿. ¿ ¿it doesn¿t feel right when I puncture the skin¿. ¿ ¿when I pull it out the catheter is splintered or torn¿. As I mentioned in previous emails, the nurses are experienced at inserting piv¿s in neonates (1 PICC nurse), so I do not think it is their technique. I simulated starting a piv and met resistance upon reintroducing needle. It felt like the needle was rubbing against sandpaper from the end of the metal part inside the yellow plastic hub to about 1 cm beyond, and then the sheath felt smooth (normal). After reintroducing the needle only once the sheath immediately splintered.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-04. H6: investigation summary. Bd received two 24 gauge insyte autoguard winged adapter units, one from lot 0265013 and one from lot 0265143, for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected both returned units and observed a v-shaped cut through the catheter tubing. This cut is indicative of a needle spear through. Next, the catheter tips were inspected and found to both be acceptable and within product specifications. Based off the visual inspection the engineer was able to verify the reported defect of needle through catheter. Unfortunately, a definitive root cause could not be determined. This issue can occur if there was a misalignment during the catheter placement process or if the tip adhesion is not broken correctly.